Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. However, currently patient has a 6.9cm aneurysm and continuously growing. In addition patient has a right common iliac artery aneurysm distal to the ipsi limb just proximal to the right hypo. The physician performed an intervention where via the left brachial access the physician advanced a 90cm sheath through the ipsi limb to the level of the right internal iliac artery. The right internal iliac was coil embolized with another manufacturer¿s coils. Then brought the sheath back to the level of the flow divider of the original graft and cannulated the contral limb (left). Advanced the wire to the left common femoral artery and retrieved the wire though the arteriotomy site. Then the physician exchanged the wire for a stiff wire from the left groin and advanced a 16x24x156 limb to the level of the flow divider of the original graft down to the level of the left hypo. The device was advanced, deployed and relieved without issues. The delivery system was removed and hemostasis achieved with 12 f sentrant sheath. A stiff wire was then placed from right femoral access. Over this wire a 16x13x156 limb was advance and deployed landing in the right external iliac artery to exclude the 3.4cm right common iliac aneurysm. The device was delivered, deployed and removed without concern. The device was replaced with a 14f sentrant sheath. All overlaps and distal seal zones on both sides were ballooned. A floppy wire was advance on the right to evaluate the distal end of the 16x13x156 limb because it was landed in severe tortuosity. The physician decided to place a 10x40x80 self-expanding bare metal stent in the distal limb and right external iliac artery. This stent was post dilated with a 9x40 pta balloon. All access points were closed and pulses were good. The physician noted the cause for the type ib endoleak due to the limb being placed in the patient¿s short, ectatic lcia during the initial procedure; therefore, the limb lost seal in the lcia and is now sucked back into the aaa sac, causing the type ib endoleak. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).